Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump fell into a tub of water, and the touchscreen is no longer functional. Customer's blood glucose level was 160 mg/dl. Contact indicated they have a back up pump for continued insulin therapy.